Manufacturer narrative:
The glidescope gvm video monitor along with the glidescope smart cable were returned to verathon for evaluation. The technical service representative could not duplicate the reported issue during testing. The image produced was stable and clear with good color rendition. The video monitor and the smart cable were returned to the customer. No further investigation is required. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope video monitor and glidescope smart cable, the image was occluded. Reportedly the issue could not be isolated the video monitor system or the single use blade. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.